Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited low out of range shock impedances on the right ventricular (rv) lead. The impedances were as low as 11 ohms. At this time, the ICD and rv lead remain in service, but reprogramming was performed. Impedances were tested again after the reprogramming and showed 85 ohms which is within normal limits. No adverse patient effects were reported.